Event description:
On (B)(6) 2012, the pt reported the display of the infusion device is "slightly damp" but all of the info is readable. The infusion device was received on (B)(6) 2012, and the pt included a letter stating the piston rod blocks and the infusion device does not properly provide w1 cartridge low warnings or 31 cartridge empty errors. Follow-up was completed with the pt on (B)(6) 2012. She reported the infusion device has not provided these warning/error messages since (B)(6) 2012. She has experienced hyperglycemia of up to 500 mg/dl as a result. Further, she has experienced erratic blood glucose levels following a cartridge change (60 mg/dl when cartridge is new and 300-500 mg/dl when cartridge is nearly empty). Pt treated hyperglycemia by changing the accessories and delivering insulin via the infusion device, and she did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.